Manufacturer narrative:
Conclusion: based on the received information from the field, the electrode array partially migrated out of cochlea, as confirmed by post-operative diagnostic imaging. Re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
This recipient was implanted on (B)(6) 2023. On the second day after surgery an x-ray indicated a partial electrode migration. A revision surgery was conducted to re-insert the electrode again and everything went well.

Event description:
This recipient was implanted bilaterally on (B)(6) 2023. On the second day after surgery an x-ray on the left side indicated a partial electrode migration. A revision surgery was conducted to re-insert the electrode again. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.